Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead exhibited noise. Lead explant was discussed, but not performed. The patient was stable.

Event description:
New information received noted that the right ventricular lead exhibited noise on noise reversion events, which caused pacing inhibition several times. The lead was explanted and replaced. The patient was in stable condition.